Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a no delivery alarm during a manual prime. Customer also stated their insulin pump was instructing them to rewind and prime, but they were unable to exit the priming process due to the no delivery alarm. The customer also reported receiving an unexpected restart alarm. Customer's blood glucose was 156 mg/dl. It was also found the customer's insulin pump alarmed no delivery during a manual prime. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.